Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) explained to the customer that the issue could be due to the guided tool change (gtc) function being enabled. The system was then working normally. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the 0 degree endoscope rotated automatically. The customer received phone assistance from the technical support engineer (tse). The tse confirmed no related error in the logs and explained that the issue could be due to guide tool change (gtc) function being enable. The system was then working normally and the customer would keep monitoring the issue. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. The endoscope rotated unintentionally slightly possibly due to misalignment of the sterile adapter (sa) or a snagged cable. The endoscope will not be returned. The endoscope issue did not result in patient injury.